Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the defect could not be made. A device history record (DHR) review was completed for lot# 17a068262. There were no manufacturing related issues related to the complaint issued for this lot. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. Miscount has been identified as an issue due to the scale not probably set in the auto bander with a severity level 9. A formal corrective and preventative action (CAPA) was issued for this product category to address complaints for a miscount. The CAPA has been implemented after this complaint was issued. The CAPA is currently in the awaiting an effectiveness check. As identified in the CAPA, the root cause is related to machine variation in providing the accurate count. All corrective action and implementation activities will be addressed in the CAPA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that ten trays had nine each instead of 10 each (miscounts) out of the packaging.